Event description:
It was reported that the images produced were grainy, white and would fade out. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration. The system operates as intended.